Manufacturer narrative:
The reported 72202595 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported breakage. An exact root cause cannot be determined with confidence, however excessive force may be a factor. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.

Event description:
It was reported that, during a shoulder rotator cuff repair, the "twinfix ultra pk suture anchor (4.5mm)" was fractured when screw-in it. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.